Event description:
The MFR received info alleging the ventilator fails to alarm at times, there was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer¿s complaint was confirmed. The device¿s power switch was replaced to address the issue.